Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 due to a low blood glucose level. He went to laid down and that was the last thing he remembered. His blood glucose level dropped to 18 mg/dl. His healthcare provider believed his magnesium levels dropped causing his blood glucose to drop. The customer was in a vehicular accident and was the driver. On (B)(6) 2016, his blood glucose level was over 500 mg/dl. He treated and brought his blood glucose level down to around 400 mg/dl but it went back up to the 500 range. He treated his high blood glucose level with a bolus and used a pen. Sometimes the insulin pump alarmed no delivery. The time and date were incorrect. The high pressure test passed. The device was not returned.